Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
As reported: patient "has a re-bushing case booked next thursday 20th december." Left tibial bearing component.

Manufacturer narrative:
Reported event: an event regarding alleged pain and instability requiring rebushing involving a patient specific distal femur was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 15aug2005 with no reported discrepancies. Complaint history review: there have been 9 other events relevant to this investigation. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
As reported: patient "has a re-bushing case booked next thursday 20th december." Left tibial bearing component.